Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 16 (timeout moving to take-up position). No patient was involved.